Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient's cgm displayed a glucose value of 60 mg/dl, while a blood glucose meter measurement was 275 mg/dl. The patient was also using a tandem insulin pump at the time of the event. Additionally, the patient was reported to have "high/large ketones." No further details regarding the event were available. Specifically, no information was provided regarding patient symptoms, medical evaluation, treatment, hospitalization, or whether a healthcare professional diagnosed the patient with diabetic ketoacidosis (dka). No additional cgm readings, blood glucose values, or event details were available at the time of reporting. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. However, the data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.